Event description:
The user received questionable calcium results on the cobas 6000 c501 analyzer for approximately 17 patient samples. The user only provided results for 3 patient samples and said that these 3 patient are indicative of the situation and no further patient results would be provided. Of the three patient samples provided, only one patient sample gave discrepant results. The original result was 8.3 mg/dl; the repeat result was 10.2 mg/dl. The original results were reported outside the laboratory. No patients were affected by this event. The reagent lot number for ca was 62492901. The field service representative determined the cause was the cuvette rinse water level was low and reagent probe internal rinse intermittent. He adjusted the cuvette rinse water level and replaced internal probe wash valves. Performance tests were run with all results within specification.